Event description:
It was discovered during testing that a spectrum pump falsely alarmed upstream occlusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was unable to be reproduced. Upstream occlusion alarms were confirmed and were determined to be caused by a calibration issue. The device was recalibrated to ensure expected performance.